Event description:
When the physician assistant began the endoscopic saphenous vein harvest using a harvest kit, an excessive amount of smoke was noted coming from the vasoview hemopro endoscopic vessel harvest device/insertion site. Upon removal, the harvest device appeared to be excessively hot and smoking. The device was replaced with harvest kit #2 (vasoview hemopro endoscopic vessel harvest device set). The new set was tested outside of the patient's body prior to use and was also found to produce excessive heat. The active extension/return cord to the vasoview power supply was replaced and another different harvest kit (#3) was attached. Again the vasoview hemopro endoscopic vessel harvest device became too hot and the endoscopic approach was abandoned and the saphenous vein was harvested using an open approach.endoscopic visualization of the leg after the device failures revealed a quarter-sized area of subcutaneous adipose tissue had been cauterized. There was no external indications of a burn. The patient's leg was dressed normally. When the dressing was removed 48 hours later, no external blistering of the skin was noted.